Event description:
During a clinic follow-up, episodes of noise resulting in oversensing and automatic mode switch were observed on the right atrial (ra) lead and episodes of noise resulting in oversensing were observed on the right ventricular (rv) lead. Ra and rv lead damage was alleged but was unable to be confirmed. Additionally, provocative testing was performed, but the noise was unable to be reproduced. Technical support was contacted, but no further intervention has been performed at this time. The patient was stable and will continue to be monitored.